Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 lead kit, however, it is unknown which lead kit, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead kit, model: nmd0002.

Event description:
It was reported that the patient's right lead has migrated. The investigation did not determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026, in which the leads were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.